Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion device. The drugs being delivered were 0.5 mg/ml fentanyl, 1.25 mg/ml clonidine, and 30 mg/ml bupivacaine, all with unknown doses. The reason for use was non-malignant pain. It was reported that the caller required assistance regarding telemetry. Troubleshooting done on the call consisted of eliminating/moving away from potential sources of interference. They can not get telemetry on the patient¿s pump, starting on (B)(6) 2018. They have been able to interrogate two patients the day prior, and after that the caller confirmed there are no issues with 8840. The patient has had a seroma since the recent implant in (B)(6) and today was the first refill. The patient was hard to move due to fractures related to cancer the patient has. It was reviewed to try the hallway to change environment and to try telemetry on the antenna of the pump. Both were unsuccessful and the caller performed an ultra sound to confirm the pump did not flip. A manufacturer¿s representative (rep) was paged to come out with a different programmer and to troubleshoot. The caller did not complete programming. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-oct-26. It was reported that the cause of the unsuccessful telemetry was not determined. Actions taken to resolve the issue included restarting the device, different device positioning, different patient positioning, and moving patient into hallway (per manufacturer¿s support to avoid electromagnetic interference). The issue was resolved and the programmer was interrogating. There were no further complications reported/anticipated.